Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recq1116 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that during the preparation of the material to begin the insertion, the nurse enabled, upon salinization of the catheter according to the recommended technique, verified that the catheter had a hole in its extension, extravasating all serum fluid.

Event description:
It was reported that during the preparation of the material to begin the insertion, the nurse enabled, upon salinization of the catheter according to the recommended technique, verified that the catheter had a hole in its extension, extravasating all serum fluid.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 2 fr per-q-cath with a t-lock and stiffening stylet inserted was returned for evaluation. An initial visual observation showed use residue on the returned sample. Approximately 3.8 cm of the stylet was observed to protrude from the t-lock. The sample was flushed with a 12 ml syringe and a leak was observed in the catheter near the 9 cm depth marker. A microscopic observation revealed a large, mostly longitudinal split in the catheter approximately 9.7 cm distal to the strain relief. The edges of the split were observed to be rough and the fracture surface was observed to be granular in texture. The characteristics of the damage observed on the returned catheter indicate the damage was most-likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ a lot history review (lhr) of recq1116 showed no other similar product complaint(s) from this lot number.